Manufacturer narrative:
No product was returned for investigation. The cause of the placement signal issue cannot be determined without returned product. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a placement signal issue. No patient harm was reported. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.